Event description:
Physician used manual device to set shunt valve setting. Was unintentionally set at setting 2 vs intended setting 6. Problem: manual device has design tendency to easily miss-set the correct shunt setting.